Event description:
It was reported that a cartridge alarm 30 occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer will continue using the current pump with the t:connect mobile app. No further issues were reported.